Event description:
Egress alarm only works with thumb on sensor - not with an 80kg person on a pentaflex mattress. No injuries have been reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer arjohuntleigh, a branch of arjo limited med ab. Additional information will be provided following the conclusion of the manufacturer's investigation.